Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer decided to turn the pump off and switch to back up therapy because the customer ran out of supplies. After plugging the pump back in the customer noted that the pump had reset. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event. It was indicated that the customer would load a new cartridge and resume insulin.